Event description:
The clinician reported that during the procedure, the jaw broke off the endoscopic vein harvesting bipolar device. The piece was retrieved from the pt. There was no report of pt injury.

Manufacturer narrative:
The clinician reported that during the procedure, the jaw broke off the endoscopic vein harvesting bipolar device. The piece was retrieved from the pt. There was no report of pt injury. One bipolar device was returned to sorin group USA for evaluation. The inspection revealed that the jaw tip was broken. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and cause it to break. A new protective cap has been implemented to eliminate this possibility. A field action has been initiated alerting all customers of the issue and providing instructions on the safe use and return of the product. A follow-up report will be filed once a corrective/removal reporting number is assigned by the FDA district office.